Event description:
A discordant low advia centaur cp estrodiol-6 iii assay result was obtained on the pt sample. The physician questioned the result and repeat testing performed. The pt's medication was increased based upon the initial and repeat test results. A new sample was drawn and the results as well as a repeat of the initial test sample were elevated. There was no known reports of adverse health consequences due to the initial discordant low estradiol-6 iii results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed system preventative maintenance. The cause for the discordant advia centaur cp estradiol-6 iii results is unk. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.